Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis procedure: oblique lumbar interbody fusion(olif), plif was performed at l5/s it was reported that post-op, the cage migrated. The patient underwent posterior revision surgery on (B)(6) 2018 but no information was known of the revision.